Manufacturer narrative:
A ge service representative performed an on site investigation. The 12 volt fuse and hand controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a generator and power error message during a case. No patient injury was reported.